Event description:
It was further reported that in (B)(6) 2012, the subject was presented with worsening of dyspnea and was referred for cardiac catheterization. Medication was given to treat this event. The event was considered not recovered/not resolved and the subject was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID 2134265-2013-00868. It was reported that after a percutaneous coronary intervention (pci) stenting treatment procedure the patient experienced restenosis. The target lesion #1 was de novo, long lesion located in the mid left anterior descending artery (lad) with 70% stenosis and was 20 mm long with a reference vessel diameter of 2.7 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 mm x 24 mm promus element stent , with 5% residual stenosis. The target lesion # 2 was de novo, bifurcated lesion located in the proximal lad with 60% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The target lesion # 2 was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus element stent in overlapping manner with the study stent deployed in the mid lad. Due to a dissection, a 3.0 x 8 mm promus element stent was placed in overlapping manner with the 3.00 x 12 mm stent. Following post-dilatation, residual stenosis was 5%. In (B)(6) 2013, the subject was hospitalized again for in-stent restenosis of proximal lad. The 70% diffuse in-stent restenosis of the previously placed study stent located in the mid lad was treated with balloon angioplasty with 5% residual stenosis. The event was considered resolved without residual effects. The subject was discharged.

Manufacturer narrative:
(B)(4).